Event description:
It was reported that an unspecified error occurred, resulting in the pump needing to be reset. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.